Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed motor rate error. Per reporter, the event occurred during routine biomed inspection, the device would turn on, but the motor made strange noises and would not push/drive the test syringe forward. Per reporter, several attempts were made to program different rates and boluses, but the motor did not move at all. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection showed the device was in good condition. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of the event history log found motor rate errors. Functional testing was able to duplicate the issue as motor rate error was found during occlusion testing. The investigation determined that the stepper motor was not working as intended. The stepper motor was replaced.